Event description:
During service, the baxter technician rpeorted a fail code 807:01. The hosptial representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.